Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and the procedural sheath was pulled back against the shuttle. The advancer tube was engaged to the distal tamp lock. The distal end of the shuttle cartridge was torn and the distal segment (approximately 16 mm) was not returned. The radial tear was likely caused by a sharp bend in the outer cartridge. Such a bend is not possible with the sealant present or when the sealant sleeve is positioned over the distal end of the cartridge. It is unknown whether the tear on the shuttle cartridge was due to user manipulation or subsequent handling. The review of the lot history record (lot f1534202) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. The catheter, procedural sheath and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the provided information and the investigation performed, the root cause of the complaint could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following a successful insertion of the mynxgrip vascular closure device into the procedural sheath after an interventional case, it was noted that the white tube (advancer tube) was missing. The physician went through the proper steps to deploy the device. Manual pressure was held for 40 to 45 minutes to achieve hemostasis. The patient went home 1-2 days after the procedure per hospital protocol. No further information is available.